Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data and pump alarm history revealed multiple, consecutive (B)(4) compartment is undamaged. A battery cap was not returned; a test battery cap was used during investigation. The pump powered on and ez-prime steps were performed correctly. No ¿(B)(4)¿ alarms or any errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s interior components.